Manufacturer narrative:
The pump has been returned to animas. It has not yet been evaluated. When the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that there was damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: during investigation, visible moisture was found on the display and battery compartment. The battery compartment was cracked on the left side of the grip pad. A leak was found in the battery compartment. The pump was opened to find moisture on the internal components.